Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient underwent an unrelated surgery and put the ipg into surgery mode. Troubleshooting was attempted, but the ipg would not communicate with external devices. The ipg is considered to be in service app mode and inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.